Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed several times with the notice: draining slowly message during drain 2 of 4. The cycler also alarmed several times with the m31 air detected in cassette warning in drain 2 of 4. A fluid leak was discovered after the alarms were received. The fluid leak was discovered in step 9 of treatment complete. The patient was connected during the incident. Fluid was found in both the pump module area and the external portion of the cassette. Fluid leaked from the cassette; it is unknown if there was a hole on the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup, the patient confirmed the reported event. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they did not complete treatment on the day of the reported event; however, they confirmed they have continued using the cycler for their pd treatment without issue since. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed several times with the notice: draining slowly message during drain 2 of 4. The cycler also alarmed several times with the m31 air detected in cassette warning in drain 2 of 4. A fluid leak was discovered after the alarms were received. The fluid leak was discovered in step 9 of treatment complete. The patient was connected during the incident. Fluid was found in both the pump module area and the external portion of the cassette. Fluid leaked from the cassette; it is unknown if there was a hole on the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup, the patient confirmed the reported event. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they did not complete treatment on the day of the reported event; however, they confirmed they have continued using the cycler for their pd treatment without issue since. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.